Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 42-year old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On october 24, 2024, the patient informed novocure that, during a follow-up with his healthcare provider (hcp), not all of his sutures could be removed from the surgical resection site (last surgical resection (B)(6) 2024). During initiation of optune gio therapy on (B)(6) 2024, it was noted that the transducer arrays could not be applied to avoid the entire surgical incision. On (B)(6) 2024, during the first array change, the arrays were repositioned to avoid the scar area, which still contained sutures and was covered with scabbing. On october 31, 2024, the patient's spouse informed novocure that the patient's surgical wound had begun to drain and would require a subsequent surgical procedure for closure. The patient's spouse provided an update on november 18, 2024, stating that the patient was recovering from a surgical procedure and hospitalization that had occurred during the week of (B)(6) 2024.the prescribing physician was contacted for further details without reply.